Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the hakim valve broke at joint and a revision surgery was required. The valve was initially implanted on (B)(6) 2017.

Manufacturer narrative:
Device was received for evaluation: DHR - product code ns5034 with lot h37863, conformed to the specifications when released to stock. UDI : (B)(4). Manufacturing date 27th january 2017. Expiry date 31st december 2021. Failure analysis: the valve was visually inspected; a tear/cut was noted at the proximal connector, proximal connector not returned, as well as a bump mark in valve casing. The valve passed the tests for occlusion, leak, reflux and magnets. The valve was tested twice fr programming, failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: bump mark was noted in the valve casing, and biological debris on the cam mechanism and base plate. The root cause for the programming issue was due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing, is due to the valve receiving a hard knock. The root cause(s) for the torn/cut silicone housing is probably due a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance, or as well as the valve receiving a hard knock. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received: on(B)(6) 2019, it was detected on MRI that the valve was disconnected on the top part. MRI was done on (B)(6) 2018 (1 year ago) with no issue. No particular symptom. Patient was ok valve was replace on (B)(6) 2019 to avoid intracranial hypertension no consequences: - on neurological aspect, stable and no new deficit ¿ on local aspect scar was clean, no inflammatory aspect- on general aspect no infectious complication during his stay at the hospital.